Manufacturer narrative:
The investigation is to determine the cause as to why the 6mm x 59mm v12 stent migrated after being implanted in a covered endovascular reconstruction aortic bifurcation (cerab) procedure within the left iliac. As mentioned in the case details atrium had consulted with two physicians to obtain their opinions regarding this particular case. It was of the consults opinion that the stents were undersized in the iliac arteries and because of this the left iliac artery v12 stent was dislodged when they used a perclose proglide closure device to close the vessel. This information was conveyed to the attending physicians who conducted the procedure and both agreed. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. All quality inspection samples passed this final inspection without any performance related issues. Each of the stent diameters after being deployed at nominal pressure were well within the stent recoiled diameter specification. Based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a covered endovascular reconstruction of the aortic bifurcation (cerab). A stent was deployed in the aorta successfully. Two 6x59x80 stents were deployed in the iliac arteries and the right iliac artery had an additional 6x38x80 stent deployed. On completion the results looked acceptable. Two weeks post procedure the patient returned with right leg ischemia. A follow up computed tomography (CT) revealed the left iliac artery stent had migrated caudally into the aorta. An open distal bypass procedure was performed. The patient is doing well.